Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. In addition, it was reported that the pump touch screen was delayed in responding to presses, the pump date was incorrect, and the pump indicated a data log corruption. Customer declined troubleshooting with tandem technical support for these issues.